Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a box of unspecified bd syringes had missing label information before use. The following was reported by the initial reporter: "it was reported that the daughter of the consumer wanted to know if unopened boxes of syringes were expired. Verbatim: daughter of consumer ,who is deceased, wanted to know if syringes expired. Stated, she has a few boxes on unopened syringes she wants to donate. She is out of town and will not be back until next week. Stated, she did not have boxes in front of her to provide any information. She may call back. "

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a box of unspecified bd syringes had missing label information before use. The following was reported by the initial reporter: "it was reported that the daughter of the consumer wanted to know if unopened boxes of syringes were expired. Verbatim: daughter of consumer ,who is deceased ,wanted to know if syringes expired. Stated, she has a few boxes on unopened syringes she wants to donate. She is out of town and will not be back until next week. Stated, she did not have boxes in front of her to provide any information. She may call back."